Manufacturer narrative:
Device manufacture date was unavailable. A medtronic representative went to the site to test the equipment. The issue could not be replicated. However the error logs and symptoms indicate that the pleora was failing, so it was proactively replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) representative reported that during a spinal fusion cervical procedure they took the ap and lateral shot, then as they went to 3d mode to acquire the spin, the green scrolling line on the mobile view station (mvs) passed 'preparing' but became unresponsive at 'acquiring image'. The radiographer tried to take a 3d spin again and the same thing happened. The imaging system was rebooted and the issue did not resolve itself. After a second reboot, the pendant displayed ready for the first two rows but 'connected, not ready' for the last one. A third reboot resolved the issue and the system was working fine. Although there was no delay, imaging was discontinued. The procedure was completed successfully with no reported impact to the outcome of the patient.

Manufacturer narrative:
The pleora box and lvds cable were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).